Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-09307. It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80-85% stenosed target lesion was located in the moderately calcified and non tortuous proximal left anterior descending (lad) artery. A 3.75mm x 15mm emerge balloon catheter was selected to dilate the lesion. Upon first inflation for 11 seconds at 15 atmospheres, the balloon ruptured. The device was successfully removed intact from the patient. A 4.0x15mm nc quantum apex balloon catheter was selected to dilate the lesion however the balloon burst as well . The procedure was completed with a different device and the implant of an unspecified stent. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. Multiple shaft kinks were noted and there was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon pinhole and scratches on the balloon 4.5mm distal of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80-85% stenosed target lesion was located in the moderately calcified and non tortuous proximal left anterior descending (lad) artery. A 3.75mm x 15mm emerge balloon catheter was selected to dilate the lesion. Upon first inflation for 11 seconds at 15 atmospheres, the balloon ruptured. The device was successfully removed intact from the patient. A 4.0x15mm nc quantum apex balloon catheter was selected to dilate the lesion however the balloon burst as well . The procedure was completed with a different device and the implant of an unspecified stent. No patient complications were reported and the patient status was fine.